Event description:
A (B)(6) old, male, pt's neighbor, contacted zoll customer support to report that the pt's monitor was alarming every 10 minutes to connect the electrode belt. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (connect belt alarms) has been confirmed. As received, the monitor case was separated and the white wire bundle was pulled from the auxiliary board and damaged. The cause for the connect belt alarms is the disconnected white wire bundle which controls communication between the monitor and the belt connection. The detached white wire bundle is a result of the separated monitor case. The root cause of the separated case cannot be positively identified, but is likely a result of physical abuse. No adverse event resulted from the damaged wire bundle. The pt received a replacement monitor.